Event description:
On december 12, 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a bed, serial number (B)(6), model p1900f, in which the unit was leaking oil from the oil reservoir. Please find additional contact information below. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).